Manufacturer narrative:
Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Taps come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. Review of the device history records did not identify any manufacturing or processing related irregularities. The tap was found to be properly manufactured and released in accordance with design specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The instrument was manufactured from 465ss (stainless steel) and is certified to astm a564 specifications. The initial report stated the tip of the tap was bent. Visual inspection of the tap, it was identified the distal tip was fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. It appears that the tip fracture was likely the result of use in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.

Event description:
It was reported the tip of a 4.5mm tap, cannulated, navigation is bent.